Manufacturer narrative:
Patient weight unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transsphenoidal procedure. The system was on and navigating for 30-45 minutes and during the case completely shut down while on wall power. The site was able to boot up right away and continue the case before the system lost power again. The system was booted up a second time and able to make it through the rest of the procedure. There was a 10 minute delay and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
H3: the uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that during the initial co nnection to the accompanying battery and ac found all led's illuminated and the power switch functioning as intended. All outputs measured normal voltage. The returned battery measured 52.28v. And was determined to be the cause of the reported issue; it overheated and caused the ups to power off. Analysis found that the reported event was related to a electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: 10, 213, and 67 are associated with the ups. 10, 120, and 4307 are associated with the battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D11: the lot number of the battery is 1832. The lot number of the ups is 18330246. H3, h6: the battery and ups have been returned for product analysis. Both are currently in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the site the patient was not weighed prior to surgery, therefore unable to provide this information. The site did not call this issue into technical services (ts), they called the manufacturer representative (rep) after the case was over.  The first time the system shut down, they just turned it back on.  It then shut down a short time later, but the timing was good because the patient was about to get an intra-op MRI.  If they needed to go back in to do more of the procedure, the site had another navigation system ready to replace the one that kept shutting down. The suspected cause was the battery pack overheating, but that was not confirmed on the date this information was received.

Manufacturer narrative:
H2: see b5 d11: battery 9735773 48v s8 svc, ups 9735787 main cart s8 svc h3/h6: a medtronic representative went to the site to test the equipment. It was reported that the battery pack was over heating, the battery pack and uninterruptible power supply (ups) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.